Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found that a partial lead was returned. The insulation was abraded at 17 cm from the connector pin. No damage was noted to the cables. The abrasion is consistent with that caused by friction to the ICD can. No complaint was received with return of the device. Failure (event) observed during analysis.